Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came to the hospital because of receiving shocks due to t-wave oversensing and decreased r-wave sensing. The defibrillator was explanted and replaced. The pace/sense portion of the right ventricular lead was capped, and a new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.